Manufacturer narrative:
Bite marks at the pump housing and the down-button. The down-button is damaged and defect through misuse. The down-button was damaged by a pointy object which resulted in a faulty snap dome. The down button is always active. Due to this problem the other buttons can't be operated and do not respond.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported the confirm button on the infusion device is defective. Patient stated she noticed the button is not working and switched to the backup infusion device. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.